Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was implanted during a surgical procedure for the third recurrence of umbilical hernia, following two previous repairs without reinforcement and one with reinforcement. Postoperatively, the chronic pain was present since the last implant. The patient experienced incessant abdominal pain, pain on the left and right sides, pain in the testicles, tingling and burning sensations, and sensitive skin. Adhesions were noted during surgical exploration. The patient underwent multiple surgeries, including two operations in (B)(6) 2025, and required a long duration of sick leave due to psychological impact. A scan was performed and lyrica treatment was in progress.